Event description:
On (B)(6) 2013, (B)(6), rn contacted merz north america to report a pt she injected in the nasolabial folds with radiesse dermal filler on (B)(6) 2013. The pt was also injected with xeomin in the glabellar region. There were no issues with this area. The pt developed some initial redness and swelling which resolved. On day eleven the pt reported developing increased redness and swelling in the right malar area. She was treated with a z-pack and medrol dose pack prophylactically since the pt has an artificial heart valve. A consultation was provided by merz clinical aesthetic services. The pt was also evaluated by (B)(6) medical director and no further treatments were reported. The pt saw improvement after one dose of the prescribed medical treatments. During f/u on (B)(6) 2013 (B)(6) reported the pt was later diagnosed with cellulitis and treated with a 7 day course of keflex. The symptoms resolved within 48 hours.

Manufacturer narrative:
The pt's symptoms had completely resolved at the time of this report. The pt is doing fine at this time. The device history record for radiesse lot #100061278 was reviewed. All required incoming, in process, and final release testing specs for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.